Manufacturer narrative:
Should additional info become available regarding this revision surgery, it will be re-evaluated and a follow-up report will be sent.

Event description:
Info received on (B)(6) 2011 indicates a (B)(6) old male was implanted with a spectra malleable device, original implant details will not be provided. On (B)(6) 2010, it appears the spectra device was removed and replaced reason will not be provided. Attempts to obtain additional info have been unsuccessful, reason and original details will not be provided due to hospital policy.